Event description:
There is some type of yellow substance in the syringes. Twelve out of 50 syringes had this substance. When it is mixed with insulin it makes a precipitant. Rptr is concerned this is some type of bioterrorism. Police have been notified as have been the MFR and pharmacy. Rptr wants this substance analyzed. Rptr started using these syringes 3 months ago pt is going to the dr for tests tomorrow. No other symptoms noted at present. The police returned the syringes saying that it was "out of their jurisdiction".